Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors (mcs) instrument would not cauterize. Per the surgeon's request, the cautery settings were increased to 80 watts on the electrosurgical unit (esu) and shortly after, arcing, smoking, a burning scent and melting of the instrument shaft were observed. The surgical staff also noticed a hole burnt through the instrument shaft, located one inch from where the mcs tip cover accessory was installed. The instrument and esu were removed and replaced and the planned surgical procedure was completed without any further issues. No pt harm, adverse outcome or injury was reported. Additionally, the site reported that the instrument issue was caused by a broken esu.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .150" x .165" oblong hole burnt through the distal end of the main tube. The hole center is located roughly .600" above the tube extension. Localized material removed, around the hole indicates an arcing event occurred. The instrument was disassembled to find the tube extension and hypotube charred in the same location as the hole. A crack in the distal end of the tube was also observed, with the crack starting halfway between the two slot features and running along the side of the hole. It was concluded that the crack in the tube most likely created a path for arcing to occur. The source of the crack cannot be determined. No other damage was found. The esu being used when the instrument malfunction occurred is not manufactured by isi. On apr 21, 2009, the site indicated that the esu had been sent to the vendor for eval, however, the results of the eval had not yet been received. A f/u MDR will be submitted if additional info is provided by the site.